Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 180 mg/dl, and the meter bg reading was 417 mg/dl, an inaccuracy without significant medical risk according to the parkes error grid. The customer subsequently went to the emergency room (ER), with a bg level of 417 mg/dl and high ketones which was identified as life threatening by health care professionals. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the emergency room, 3 hours later with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.